Manufacturer narrative:
Product analysis: model: 24950j, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that the remote monitor¿s power adapter was damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the metal part on the plug from the electrical cord was loose and had gone. No troubleshooting taken. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.